Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation.

Event description:
It was reported that the patient's log files were sent to technical services for review with concerns of low voltage alarms while connected to their power module. The alarms occurred when the patient switched from their power module to battery power. The patient cable was exchanged as part of troubleshooting for these alarms, however the alarms persisted. A system controller exchange was then performed and it resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms active was confirmed via analysis of the submitted log file; however, the reported event could not be confirmed during testing. The heartmate 3 system controller (serial number (B)(6) was returned and evaluated at abbott for analysis and a log file was also submitted. The submitted and downloaded log file contained data spanning approximately 11 days (14apr2022 ¿25apr2022). The log file captured intermittent atypical power cable disconnect alarms active throughout the log file due to the rsoc voltage in both cables dropping to approximately 0 volts in each power cable, respectively. The alarms resolved themselves when the rsoc voltage in both power cables was restored to their respective voltage thresholds and pump speed was not affected. The log file also captured an atypical low voltage hazard alarm along with an atypical power cable disconnect alarm on 20apr2022 from 12:47:35 to 12:47:37, at 12:48:13 to 12:48:14, and at 12:50:04 to 12:50:06 due to the bus voltage in the black power cable fluctuating outside of the expected operating range while a routine power source exchange was occurring on the white power cable. This caused a low voltage hazard to occur until the voltages were restored to their expected voltage threshold. Pump speed was not affected by the alarms as the backup battery was able to support the system. An atypical power cable disconnect and atypical low voltage hazard alarm was active on 24apr2022 from 19:14:54 to 19:15:56 due to the rsoc and bus voltage dropping to approximately 0 volts in each power cable respectively. The alarm resolved itself when the rsoc and bus voltage was restored to its expected voltage threshold and pump speed was not affected. The system controller was returned and evaluated at abbott. During the evaluation, the controller was functionally tested and passed all steps without issue. Additionally, the system controller was connected to a mock loop for an extended period of time with no issues or alarms active. Both power cables were manipulated throughout the cables and near the slight kinks while the controller operated on the loop, and the reported event could not be reproduced during testing. An insulation test was performed on the power cables, and both power cables passed without issue. A cable continuity test was then performed on the power cables, and both power cables passed without issue. The polyurethane jacket of both power cables was dissected and all underlying layers and the underlying wires were in unremarkable physical condition. It was then observed that the kinks in the power cables did not affect the underlying wires and did not affect the functionality of the power cables. No visible conductors or kinks in the underlying wires. No other issues were observed, and no further testing was completed. Provided information stated that no further alarms were active after 24 hours since the controller was changed out. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: hsc-090733) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, low voltage alarm conditions, no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that several atypical power cable disconnect alarms were also noted in the log files.